Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of blood result reading of "lo." Customer called stating he got lo three times today. Customer is feeling well and does not require medical attention. Verified the strips expire 02/24/2015. Verified improper storage, customer strips are expired and are kept out of vial. Reviewed meter memory: memory 1: lo on (B)(6) 2014 12:00:00 am, memory 2: lo on (B)(6) 2015 12:00:00 am, memory 3: lo on (B)(6) 2015 12:00:00 am, memory 4: 159 on (B)(6) 2014 12:00:00 am, memory 5: 140 on (B)(6) 2014 12:00:00 am. Time and date is not set. Customer has used the strips for a year ((B)(6) 2014). He does not have any more strips left to trouble shoot. No adverse event reported. Lo on (B)(6) 2014 at 07:24 pm, lo on (B)(6) 2014 at 07:22 pm, 112 mg/dl on (B)(6) 2014 at 01:16 pm, 128mg/dl on (B)(6) 2014 at 08:04 am, 137mg/dl on (B)(6) 2014 at 11:24 pm. The customer states that she usually waits at least two hours after eating, drinking, exercising, or taking any medication before performing a blood test. The customer is on medications for diabetes (metformin). The customer states that she feels fine and does not need any medical intervention. I informed the customer to discontinue using the meter.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: strip issue.